Manufacturer narrative:
(B)(4).

Event description:
It was reported that during generator replacement surgery, the patient's replacement generator was interrogated and showed an end of service condition. Another generator was used for the replacement procedure. The opened but unused generator has been returned to the manufacturer and is currently undergoing analysis.

Event description:
Product analysis of the opened but unused generator indicated that the pulse disabled byte was set to a value that represents a vbat<eos threshold condition. Burn marks were observed on the pulse generator case, indicating that the pulse generator may have been exposed to an electro-cautery tool during device implant/explant. A reset of the pulse disabled bit in the generator memory was performed to allow for an output to once again be provided by the generator for subsequent testing. Other than the noted pulse disabled event, there were no additional performance or any other type of adverse condition found with the pulse generator.